Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Biomed need assistance on 8015 sn (B)(4) having an error 133.6080, biomed replaced backup speaker still showing the same error. Looking for options on how to troubleshoot this error 133.6080 failure device type: alaris system instrument failure problem type: 8015 failure mode: see case notes case resolution: I assisted biomed on 8015 sn (B)(4) having an error 133.6080, biomed replaced backup speaker still showing the same error. Looking for options on how to troubleshoot this error 133.6080, resolution is try charging the battery for about an hour and if continue to show the error 133.6080, the other option is to send it in for warranty repair.